Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert message occurred. Data was evaluated and the allegation was not confirmed. The probable case could not be determined. In addition, an early sensor expiration was found on (B)(6) 2019 in connection to the reported allegation. The root cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor alert message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.